Manufacturer narrative:
An offer was made to the account to have erbe evaluate the apc/esu system. If the unit(s) is/are checked and an equipment problem is found that would have caused or contributed to the event, a follow-up report will be filed. Nevertheless, no anomalies were found in the device history records (dhrs) for the apc and esu. Most likely, there were many factors involved in the reported incident. Specifically, during or upon the intervention work (i.e., coagulation), the remaining tissue of the bowl did not stay intact which resulted in the perforation. In conclusion, no determination could be made as to the cause of the event. No trends have been identified with this incident.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model icc 200 e/a, part number (p/n) 10128-205, serial number (B)(4)) was involved in a patient incident. The system was used with an apc probe in a colonoscopy. During or upon argon plasma coagulation, a perforation occurred in the right peritoneal border. No further information was provided regarding the patient except that she is doing well.